Manufacturer narrative:
As of (B)(6) 2024., the patient is stable and remains on the same excor blood pump. The excor blood pumps pu valves; 15 ml in/out; ø 9 mm; sn (B)(6) was in use on the patient since (B)(6) 2024 to date. The event occurred on (B)(6) 2024, (13 days) after the pump was placed on the patient. We have reviewed the production records of the excor blood pump, sn (B)(6) and the pump was produced according to our specification.

Event description:
The site contacted berlin heart inc. (Bhi) clinical affairs (ca) on (B)(6) 2024 to report that the patient being supported with an excor pediatric vad system developed hemolysis. The patient's ldh value increased to 2714 u/l on (B)(6) 2024, whereas the ldh value indicated 308 u/l before implantation. According to the site, the excor blood pump pu valves; 15 ml in/out; ø 9 mm; sn (B)(6) performed as intended with complete fill and ejection. There were no deposits noted in the excor blood pumps, and no abnormal sounds from the pump.